Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned proximal portion of the lead was inspected and analyzed. Electro-cautery damage was noted on the lead body insulation in a few places. The returned portion of the lead was determined to be electrically continous. The clinical observations were not able to be confirmed.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
As of today the lead has not been returned. Should the lead be returned and analysis completed, this report wil be updated.

Event description:
Boston scientific received information that this lead displayed increased thresholds and pace impedances greater than 2500 ohms. The patient was seen for a revision procedure where the lead was explanted and replaced. The hospital retained possession of the lead. There were no additional adverse patient effects reported.